Event description:
The patient contacted animas on (B)(6) 2012 alleging that the pump powered off without warning. The patient reported that on the morning of (B)(6) 2012 she had a fasting blood glucose (bg) of 146 mg/dl and approximately 7 hours later her bg was greater than 600 mg/dl with symptoms of thirst. At the time she obtained the high bg, the patient discovered the pump had powered off. The patient reported correcting the high bg via injection and confirmed her bg came down to 207 mg/dl. At the time of troubleshooting, the patient reported she had just replaced the pump's battery the day prior. The patient claimed when she discovered the pump had lost power she rebooted the the pump and it powered back on normally. The patient stated the battery indicator showed a full battery. Review of alarm history reveals a replace battery alarm on (B)(6) 2012 at 2:39am at which time the battery was changed. There were no other alarms except a low cartridge. This complaint is being reported because the patient developed signs/symptoms of hyperglycemia after the subject pump lost power for an unknown reason.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history showed that the pump alarmed for a "replace battery" at 2:39 am on (B)(6) 2012. The history showed that the pump was not resumed until approximately 17 hours later at 7:21 pm when the pump was rebooted with a new battery and the pump delivery was continued. The pump history showed power events after the reported event date. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The pump was opened and evaluated and no defects were found to the power circuit.